Event description:
It was reported that since (B)(6) 2010, rising rv capture thresholds were observed. Most recently, the patient presented with intermittent rv capture. The ICD battery had since depleted following elevation of pacing threshold and it was decided to extract the rv lead at the time of ICD replacement. Abrasion was reported by clinician after lead explant. It was noted that the patient had an edwards mc3 annuloplasty ring implanted in the tricuspid position,

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4) - two weeks prior to lead implant date. Analysis identified external insulation abrasion adjacent to the proximal end of the rv shock coil at 7.6cm to 8.7cm from the end of the tip electrode due to friction with another implanted device. This abrasion damage was consistent with the location of the patient's implanted tricuspid annuloplasty ring. Clavicular crush was also f found at 39.0cm from the end of the tip electrode.